Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced infection and diarrhea since last june. It was reported that the infection spread from the bladder to the left kidney. The patient suspects the infection has spread to the right kidney because it feels the same way. The patient was told that the mesh needs to be removed and it was reported no one will perform because they do not want to undo someone else¿s work. The patient has experienced painful intercourse, blood in the urine and the sensation of having a brick in the bladder. The patient tries to ball up or use a heating pad or pillows to ease the pain the in the bladder. Additional information has been requested.